Event description:
Facility alleges blood leak during dialysis. Occurred at start of treatment. Blood leak + and dialysate very pink. Unable to return blood. Ebl 200cc. No further medical intervention required.